Event description:
Dealer is stating that both locking gas cylinder are leaking pressure, causing the casters to touch the drive tires, it is allowing the pivot arm to do what it wants.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.